Event description:
During preparation for use of the device for cardiopulmonary bypass, the data display of the centrifugal pump console faded to the point of being difficult to read. There was no adverse consequence to a pt as result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.